Manufacturer narrative:
(B)(4). It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and surgical conversion.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a distal aortic arch aneurysm using a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2022, the patient complained of chest pain, and a follow-up examination reportedly revealed a retrograde type a aortic dissection (rtad). The entry tear was reportedly located adjacent to the proximal end of the gore® tag® device at the lesser aortic curve. On (B)(6) 2022, a total arch replacement was performed to treat rtad. The proximal first row of the stent of the gore® tag® conformable thoracic stent graft with active control system was cut, and a graft was sutured directly to the gore® tag® device. On (B)(6) 2022, a distal stent graft-induced new entry and a descending false lumen rupture were reportedly observed. Two additional gore® tag® devices were implanted distally. According to the report, an intra-operative angiograph showed a re-entry about 3cm distal to the additionally implanted gore® tag® device. The physician implanted one more gore® tag® device to cover the re-entry. A final procedural angiograph reportedly revealed a minor type ii endoleak. No further treatment was given, and the physician decided to monitor the endoleak. The patient tolerated the procedure.